Manufacturer narrative:
The device did not return for investigation. Spoke to the patient on (B)(6) 2023 and she stated she discontinued treatment. Patient stated weight made her more unstable and warmer. Since stopping treatment she feels more stable and hot spots are gone. Patient stated she did not realize the treatment was going to be a stim devie and she had tried them in the past and they mess up the electrical systems in her body. It was recommended that she reach out to her doctor to inform them she is no longer treating. A review of the DHR for work order (B)(4) and all (B)(4) units from the work order passed final inspection. The review has determined that the risk assessment is still adequate.

Event description:
Patient called and reported feeling hot spots all over body (side, stomach, thigh) starting a week ago from today. Hips and back were feeling unstable and unable to walk. Hips feel like they are going to give out. Patient discontinued using the device. She was advised to contact her physician and she stated she has not contacted provider.